Manufacturer narrative:
Received one product in original pouch inside a zip lock bag. A visual evaluation revealed a hair like particle inside the pouch. Complaint confirmed. The device manufacture date and expiration date are unknown.

Event description:
It was reported to boston scientific corporation in 2005 that an excelon transbronchial aspiration needle device was received with a hair in the sterile package (no patient involved).